Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implanted date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Vomiting is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported, "it was observed that fluid in the system was not consistent. Both band and port were checked, neither observed a leak." The band was replaced, existing port left in. The band is being returned for evaluation. Follow-up findings: event clarified as, "it was observed that fluid in the system was not consistent was the fill volume approached 6.7ml. The patient was defiled [date] due to excessive vomiting, then gradually refilled. In [two to three months later] it was noticed that once volume approached 6.5-6.7ml this volume level could not be exceeded. No matter what volume was added to the system to exceed 6.7ml, the volume of the band would always return to approx. 6.7ml. The port was clamped and tested for lead and none was observed. Once the band was explanted (original port remains in the patient) it was clamped and balloon tested for leak and none was observed."